Event description:
Per the clinic, the patient experienced pain, facial nerve stimulation, no sound and no auditory percepts with stimulation. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.